Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump experienced a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: there were call service 064 alarms observed in the pump's black box. During the rewind step, the pump gave a call service 078 alarm. Moisture damage was observed in the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.